Event description:
In 2008, the patient reported elevated blood glucose readings. She stated at 2:00 pm her reading was 246 mg/dl and she bolused 3.5 units of insulin and increased the basal rate 120% on her infusion device. At 5:45 pm her reading was 287 mg/dl. She said she had not eaten anything from 2:00 pm to 5:45 pm. She stated she noticed condensation inside the cartridge chamber of her device and dried it out with a cotton swab and a hair dryer set on cool. She said the cartridge leaked insulin from the bottom plunger. The patient was assisted in setting up her backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.